Event description:
N/a

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and covering half of the balloon. A kink was observed on the catheter tubing approximately 26.2cm from iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 5.6cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4)

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred. The waveform was then obtained from the arterial line and therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: 596-0042 the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).